Manufacturer narrative:
Additional tag® devices included in this report: tgu262610/11375573. Tgu312610/11199872. Tgu373720/10529894. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2013, the patient was implanted with four conformable gore® tag endoprostheses to treat a type b complicated aortic dissection. Prior to the procedure, the patient underwent surgical debranching of the left subclavian, left common carotid, and innominate arteries. The most proximal portion of the endograft was deployed in the ascending aorta. On (B)(6) 2014, a type ii endoleak was identified (source unknown). On m(B)(6) 2014, the patient underwent coil embolization of the false lumen of the type b dissection.

Manufacturer narrative:
Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, reoperation, and infection (e.g., aneurysm, device or access sites).

Event description:
Additional information received from principal investigator/study coordinator: on (B)(6) 2013, the patient was implanted with four conformable gore tag endoprostheses to treat a type b complicated aortic dissection. Prior to the procedure, the patient underwent surgical debranching of the left subclavian, left common carotid, and innominate arteries. The most proximal portion of the endograft was deployed in the ascending aorta. On (B)(6) 2014, follow-up computed tomography scan identified a type ii endoleak originating from the left subclavian artery. On (B)(6) 2014, the patient underwent coil embolization of the false lumen of the type b dissection to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2014, sepsis was identified. The primary source of the sepsis was not known, however, the graft was reportedly infected. On (B)(6) 2014, the patient died from sepsis. The physician stated that the patient's death was not caused or contributed by the gore device.

Manufacturer narrative:
A review of the sterilization records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4)